Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to verify the reported failure. After an evaluation of the electronic device download, there was no evidence that the device ever was showing all three icons (attention, service wrench and charge-pak). The device was never returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This is an indication that the device would not have enough power to deliver effective defibrillation therapy. There was no patient use associated with the reported failure.